Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead, resulting in early implantable pulse generator (ipg) battery depletion. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event. Pli 10 was returned.